Event description:
A nurse reported the injection icon was no longer displayed when the silicone oil injection started and the other functions remained normal. The surgeon maintained the ocular pressure with balanced saline solution (bss) and a syringe while the system was rebooted. The patient was reported to have subsequently presented with corneal edema that made it difficult for the surgeon to observe "retinal adherence". Additional information was received from the nurse reporting the patient was treated with corticosteroids and antibiotic eyedrops. The physician has indicated that the patient is doing fine post-operatively. The corneal edema lasted for 24 hours after the surgery. The nurse also reported that the silicone oil injector has been used since this event with no problems, therefore, this event seems to be an intermittent issue.

Manufacturer narrative:
The company representative examined the system, identified the presence of a dry substance in the pressure manifold, and verified the system does not reach the maximum values for vfc (viscous fluid control) extrusion and extraction. The company representative replaced the vacuum pressure manifold. Preventative maintenance was performed, and the system was then tested and met product specifications. A root cause has not been determined. (B)(4).